Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The complainant from a study reported a 55-year-old male patient had a groin hematoma following impella cp explant. The event was determined to be possibly related to the device and the impella procedure. The patient was noted to have recovered without any residual effects.

Manufacturer narrative:
The investigation into the access site bleeding - major issue has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the access site bleeding issue could not be determined because the product was not returned, and the clinical description provided limited information.